Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported, the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver 1 unit/ml of insulin at an approximated rate of "2ml/hr" with a vtbi (volume to be infused) of 47.5ml and the delivery was started. The nurse reported, that the pt unplugged the pump from the ac power to ambulate to the bathroom. An unspecified time later, the pt returned from the bathroom and the nurse noted, the pump was alarming that the delivery was complete and the 100ml insulin bag was empty. At this time, the delivery was stopped and the pump was removed from clinical service. At 1800, the pt was reported to be hypoglycemic with a blood glucose of 35mg/dl and the physician was notified. The pt was treated with an unspecified amount of 50% dextrose IV push. At 2020, the pt's blood glucose was 501mg/dl. The pt was subsequently treated with unspecified intermittent doses of insulin as needed. There were no reported adverse pt sequelae. Though requested, no additional info was provided.